Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be lifted and misaligned. The undamaged stent outer diameter was measured by snap gauge and the result was 0.0395 this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 26-jan-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 2.50 x 24 synergy ii drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device and there were no patient complications reported. However, returned device analysis revealed stent damage.